Manufacturer narrative:
(B)(4).

Event description:
Cgm accuracy: the reported glucose values fall within the d zone of the parkes error grid. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device.

Manufacturer narrative:
(B)(4). MFR # 3004753838-2025-017283 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.